Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the trocar was leaking throughout the case. The leak was coming from the seal. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information:was there a drop in pressure? No.what was the gas consumption rate or volume (liter/minute)? 15.were you able to identify where the leak was coming from? The seal. Was a device inserted in the trocar during the leaking? It was leaking throughout the entire case.was any torque being applied to the trocar or device? It was leaking throughout the entire case.